Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been staying slightly high (low 200's mg/dl) and a corrective bolus was delivered to address the bg level. The cause of the high bg level was not known. A pump system check was performed and no device issues were identified. The customer left the current supplies on the pump and may change all of the pump supplies after work. The customer declined tandem technical support's offer to follow-up.